Manufacturer narrative:
Additional narrative: aug 16, 2017: litigation received. Litigation alleges patient was experiencing difficulty in walking, irritability, discomfort, and was revised to address pain, loosening of the socket, and elevated metal ions. Revision had reported abnormal reaction of the soft tissue, and well fixed stem and socket. There were no medical records and laboratory values provided. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient was experiencing difficulty in walking, irritability, discomfort, and was revised to address pain, loosening of the socket, and elevated metal ions. Revision had reported abnormal reaction of the soft tissue, and well fixed stem and socket. There were no medical records and laboratory values provided.